Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 13mm amplatzer septal occluder was sceleted for an implant using a 7f amplatzer trevisio intravascular delivery system (atv). During the procedure, when the left disk was developed a cobra was formed. Device was removed from the patient prior to release from the delivery cable and replace with a 20mm amplatzer septal occluder. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The patient is stable.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Image received appeared to show device deformed in cobra shape outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.